Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient felt her stim stop, and instantly noticed she was in a lot of pain. The patient noticed that when stim stopped her legs would start shaking. The patient noted the controller showed a stim output of 0, and changed to 4; the patient reported the intensity was changing on its own. The patient reported she had to bring the controller with her. The patient reported the ins had been reprogrammed twice after implant, but reported this occurred 4-5 months before the reported event. The patient stated the issue was not due to adaptive stim, and planned to follow up with her hcp. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.